Event description:
Facility alleges salmie bag went dry even though occluding clamp was applied to salmie y connector. Rn reports machine alarmed and salmie bag noted to be dry. Infused salmie reentered into pt goal weight; weight 7 kg over target post dialysis. No pt complaint.